Event description:
A report received that the patient is experiencing unwanted stimulation. A bsn representative analyzed the patient's system and discovered that one contact on the paddle lead is experiencing high impedances. An egl scan showed that one of the paddle lead tails was higher than the other. This can occur when the proximal end of the seconds paddle lead tail is not fully seating into the ipg header and might be caused the unwanted stimulation.